Event description:
The customer reported the device failed to give an etco2 reading during a patient event. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the device was evaluated by the andover bench. The symptom was duplicated. The etco2 module was replaced to resolve the symptom. The device passed all testing and was returned to the customer. Philips is considering this a malfunction of the etco2 module. Replacing the etco2 module resolve the symptom. No formal response was requested and none is warranted.